Manufacturer narrative:
One opened knife sample was received by manufacturing inside of bubble wrap. The sample was visually inspected per facility procedure and was found to be nonconforming with the tip of the blade missing and damaged cutting edges. Penetration and sharpness testing could not be performed due the damaged condition of the sample. No lot number was identified with this complaint therefore, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. Because the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that a knife was dull during surgery. An alternate knife was obtained in order to continue the procedure. There was no harm to the patient. Additional information has been requested.